Manufacturer narrative:
This report will be updated if additional information is received.

Manufacturer narrative:
(B)(4). Additional information was received sixteen months later the the latitude red alerts were still being generated for this system due to high shocking impedance measurements. The physician is aware of the measurements and will continue to monitor this patient. This product issue will be updated if additional information is received.

Manufacturer narrative:
(B)(4). Additional information was received over two years after the initial observation was reported that the latitude red alerts were still being generated for this system due to high shocking impedance measurements. The physician is aware of the measurements and will continue to monitor this patient. This product issue will be updated if additional information is received.

Event description:
--

Event description:
Boston scientific received information through a remote monitoring system that detected an out of range high shock impedance measurement. There was no information immediately available. A request for additional information has been sent.